Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes were hemolyzed. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd received a photo for investigation. Evaluation of the photo showed an unused sample, and hemolysis was not observed. Additionally, a total of 100 retained samples were visually inspected, and no additive abnormalities were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sample quality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes were hemolyzed. There was no health impact or consequences reported.